Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No unexpected battery failed alarm, insulin flow blocked alarm or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at .08715 inches. No unexpected battery failed alarm, insulin flow blocked alarm or pump error 53 alarms noted during testing however, the downloaded history files confirmed pump error 53 alarm due to a software error. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump was not working properly. Blood glucose readings from her meter was not sending automatically to her insulin pump and got an insulin not delivering for about an hour from last night. Customer reported that insulin pump received power loss alarm. Customer was able to successfully clear the alarm and able to rewind. Customer received multiple power loss alarms when batteries are out of the insulin pump less than 10 minutes. Customer also received software error twice and also received failed battery alarm. Customer stated that contacts of battery cap was not missing, damaged, or corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.